Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis (right device) that both ruptured post implantation. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 26-jul-2023, the mentor failure analysis lab received the device for evaluation. On 28-jul-2023, mentor completed the investigation on the suspect medical device. Additionally, mentor became aware the received device from lot number 5581924 is the patient¿s intact right breast prosthesis. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On 31-jul-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 445cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2023, mentor received additional information about the event. Two lot numbers were reported: 5581924 and 5602837. Both lot numbers come from catalog #3507450bc, which is a mentor memorygel breast implant 450cc gel breast prosthesis. It was not reported which lot number belongs to which side breast (left or right). If clarification is received, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 14-jul-2023, mentor received additional information about the event: the patient developed baker grade iii capsular contracture in both of her breasts post implantation. During explant surgery, it was observed that the left breast prosthesis was ruptured and the right breast prosthesis was removed intact. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412).this medwatch report is for the patient¿s right breast prosthesis. The patient¿s explanted breast prostheses were replaced with unspecified mentor gel breast prostheses. It was previously reported that the patient underwent a primary breast augmentation procedure on (B)(6) 1995 on her right breast prosthesis. New information received states that the patient¿s underwent an implantation procedure on (B)(6) 2006 in her right breast. Manufacturer¿s reference number: (B)(4).